Event description:
Reporter indicated the vns pt experienced an episode of bradycardia during inital implant surger. It was reported that the pt's heart rate fell below 30 beats per minute of approximately 2 minutes during the initial dissecton to the vagus nerve. It was also noted that the pt's blood pressure dropped to as low as 65/33 during the episode. Implanting surgeons paused during the time of the bradycardic episode to allow the pt's heart rate to recover. No intervention was taken. After approximately two minutes, the pt's heart rate and blood pressure began to rise back to normal. The implant surgery was completed without further incident. Device diagnostic testing both before and after closure was within normal limits and was completed without incident. The device was not programmed to on at the time of surgery. Investigation to date has been unable to determine the cause of the reported event.